Event description:
An optometrist in another country reported that one of his pt's who was wearing 1-day acuvue contact lenses contacted the optometrist and reported a lens tore in pt's eye and the pt was now "partially blinded." The pt had reportedly sought treatment from another eye care professional. The pt did not give the reporting optometrist any additional info. The optometrist said the pt was given the address of vistakon's affiliate and was asked to contact vistakon. Vistakon was not provided with the pt's info. No info has been received from the pt. Follow up calls were made to the reporting optometrist, but the optometrist had no additional info. Due to the minimal info regarding this event, the nature of the reported injury is unk. This event is being reported as an MDR due to the possibility that a serious adverse event occurred.

Manufacturer narrative:
Section h-5. Device labeling single use or reuse.